Event description:
It was reported that a patient when she mixed her cassette this morning and went to prime the pump the pump alarmed high pressure. The patient then switched to an alternate pump and got the same error when priming. Patient then mixed another cassette and was able to prime and infuse. No pump issue. No adverse patient effects were reported.